Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine check, the pulse generator exhibited oversensing. The sensitivity was reprogrammed and the deivce remained implanted. No additional information was avialable.